Event description:
Facility alleges blood clots forming at connection of pillow and of blood pump segment at a 3rd use arterial line. Upon rinse back to pt by gravity, facility reported that clots loosen and start travel back to pt, caught by experienced care giver in time but causing an estimated blood loss of 50cc. No ill effect to pt. Facility will foward sample for investigation.